Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: j-loop seems to be occluded- line wont aspirate or flush, she test with an empty syringe before attaching since she has had this issue several times previously. Concerned about multiple issues, potential harm to patient being top concern.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2023. H.6. Investigation summary: one sample model mp5303-c lot 22089414 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to 10 ml bd syringe filled with water. The set was successfully flushed. The customer complaint that the set wont flush was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mp5303-c lot number 22089414 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: j-loop seems to be occluded- line wont aspirate or flush, she test with an empty syringe before attaching since she has had this issue several times previously. Concerned about multiple issues, potential harm to patient being top concern.